Manufacturer narrative:
Physio-control performed initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report a non-critical issue with their device. Upon initial evaluation, physio-control observed that the device was unable to fully charge energy, had illuminated service led and had logged an event code in the system. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no patient involved in the reported event.